Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The system was explanted. No other patient symptoms reported. The patient would be monitored.